Manufacturer narrative:
The device involved in the patient will not be returned as it was consumed in the patient. (B)(4).

Manufacturer narrative:
Received additional information stating that the physician feels that the cause of the hearing loss and peripheral nystagmus was from the migration of onyx on venous side. The deep sylvian ischemic stroke was from thromboembolic migration from access catheter. The thromboembolic stroke was suspected because of the territorial lesion: mca perforator. The physician feels that adverse events are procedure related. The patient's pre procedure status was asymptomatic, lesion not present on the pre-procedure mr study ((B)(6) 2014): dizziness, falls, gait disturbances. The patient's current medical condition is neurologically intact, except for sensorineural hearing loss. The adverse events were noticed upon awakening. (B)(4).

Event description:
Information received form the davf (dural arteriovenous fistula) prospective registry, subject: (B)(4). The patient underwent onyx embolization on an unspecified date. On (B)(6) 2014, the patient reported to have significant hearing loss and peripheral nystagmus. The patient had an occlusion of great petrosal vein of dandy. The patient condition was ongoing and no required no additional actions. On (B)(6) 2014, the patient reported to have a deep sylvian ischemic stroke. A thromboembolic stroke was suspected. This condition was also ongoing and no additional action was required. No further information was available